Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) indicated that the catheter revision resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that the patient had not been getting as good of pain relief since the catheter was implanted in 2023. Per the hcp, he had conducted a dye study which suggested a possible issue/compromise with the catheter ((B)(6) 2024, specific date unknown), and he also did imaging to identify catheter tip placement and thought that the catheter was placed anterior. Upon opening the pocket and examining the catheter, it was found that the catheter was sheared/cut near the pump connection. Based on this finding and that the patient had not been getting as good of relief since the surgery in 2023, it was thought that it was possible that the shear/cut could have occurred during the 2023 procedure or shortly after. The catheter was replaced with a new catheter. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event. The was pump was reported to be delivering dila udid (500 mcg/ml at 156 mcg/day), clonidine (500 mcg/ml at 156 mcg/day), and bupivacaine (36 mg/ml at 11.2 mg/day) at the time of the event.

Manufacturer narrative:
Continuation of d10: product ID: 8781, serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2024, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 05-apr-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer (con) regarding a patient receiving intrathecal baclofen and an unknown drug (unknown conce ntrations and doses) via an implanted pump for non-malignant pain. It was reported that the patient stated they had a catheter revision yesterday. The patient stated their healthcare provider (hcp) noticed the catheter was in the wrong place a few months ago and when they did the surgery they found out the catheter was kinked.

Manufacturer narrative:
Correction: fdd code a1502 is not applicable to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.